Manufacturer narrative:
Methods: as previously reported the actual device was received and a review of the device history record (DHR) was conducted for the reported lot number. In addition, bolus device testing was performed. Results: the bolus device was received with the refill indicator in the bottom position with the button in the upward position. Infusion was immediately observed when the pinch clamp was opened and with removal of the distal luer cap. All the select-a-flow (saf) flow rates were verified for infusion. Saf flow rate 0ml/hr did not infuse. The bolus device was refilled and the bolus button was depressed; the bolus button functioned properly. This test was repeated a few times; the bolus button latched properly and dispensed the medication with no issues with the bolus device refilling. The bolus dispensed 4.99g of fluid. No issue with the functionality of the bolus was observed. There were no kinks observed in the tubing or pump. Bolus button testing was performed with the pressure set. The bolus device was detached from the pump and the tubing was bonded back together. The bolus device unit was attached to the pressure gauge. The bolus button safety test results yielded an average delivery amount with the average being within specifications. The bolus volume test results yielded an average delivery amount that was within specifications. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncr's) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the investigation summary concluded that the bolus button functioned as intended and observed no issues. During patient controlled analgesia (pca) safety bolus test and bolus volume testing results met specifications using the average bladder pressure. There were no kinks observed in the tubing or pump. It was reported that the device was later examined at the hospital and found to be functioning, which may indicate that use error may have contributed to the reported incident; however, without additional information this cannot be confirmed. The instructions for use (IFU) specifies, "bolus activation press down on the ondemand* button until it locks into place (figure e). Bolus will be delivered and ondemand* device will begin to refill. The orange indicator shows how much medication is in the bolus device (figure d). The next full bolus will be available when orange indicator is at the top level. Pressing the bolus button prior to the end of the refill time will result in a partial bolus dose. Warning: if the bolus button will not latch, close the clamp. Continuous medication delivery may be occurring. This delivery may be significantly greater than the total flow rate. Note: it is normal that it will not latch within 30 minutes of pressing the bolus button. Warning: if the ondemand* button does not pop back up within 30 minutes, check position of orange indicator: if orange indicator is in the bottom position, close the clamp. Continuous medication delivery may be occurring which can be significantly greater than the total flow rate." An IFU (14-60-612-0-04) and a technical bulletins (mk-00011) on-q pump models with ondemand bolus button were sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 550ml basal rate: 4ml/hr it was reported that a button on a pump's bolus button device on a pump became stuck. It was reported as, the pump ¿didn¿t work¿. On (B)(6) 2015 at 1100, when the nurse attached the pump to the catheter, the clamp was opened and then the nurse ¿could not get the kink out of the tubing¿. It was also reported that ¿the button was stuck¿. The pump was never hooked up to a patient and the nurse proceeded to order a replacement pump from the pharmacy. Later, a pharmacy manager observed the pump function after receiving the report of the pump malfunction. The pump functioned as follows: the pharmacy manager unclamped the catheter and flow was observed, then the button on the bolus device immediately popped up. It was reported that the button on the bolus device was depressed and then 30 minutes passed and it was then observed that the device worked properly. Additional information was received on 03/24/2015. After depressing the bolus button was depressed only once, the bolus button would not pop back up within 30 minutes. The bolus device yellow indicator was located in the bottom position.

Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) are currently in process. Results: there are no testing results available as the investigation and evaluation are currently in progress. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.